Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with their set and reservoir. It was reported that the customer tried to manually push insulin with the plunger, but was not able to because of greater resistance than usual. It was reported that the customer continued to have the same issues with different reservoir sets. It was reported that the sets would be replaced.